Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetic ketoacidosis with mild ketones level and elevated blood glucose level of 900 mg/dl due to which she was hospitalized for 3 days. The infusion had been in use for less than a day. The patient changed her site as she had a kinked cannula and was not receiving insulin that caused an increase in her blood glucose level. Reportedly, she was put on an insulin drip in the hospital. After receiving her treatment, she was able to insert a new infusion set, while in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.